Manufacturer narrative:
This report is filed october 4, 2016. Device not yet returned to manufacturer.

Event description:
Per the clinic, the patient experienced extrusion of the electrode subsequent to inadvertently pulling out the electrode array while attempting to clean the external ear canal. Subsequently, the device was explanted on (B)(6) 2016.